Manufacturer narrative:
Block b3: exact date unknown, event occurred year ago from date manufacturer was made aware.

Event description:
It was reported that the patients pain increased due to implantable pulse generator (ipg) would not hold a charge, and patient had to charge the stimulator constantly. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was retained by patient.